Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36p7y serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of pain at the incision site. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from a patient. They reported that they have had some problems at the incision site since implant. Patient mentioned they went to the ER and was told there was a wire protruding from the incision. The patient was redirected to their healthcare provider to further address the issue.